Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. This issue was identified after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from march 4, 2019 - march 5, 2019. The actual device was evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with green colored water, after fill and prime, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no sign of a leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.